Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Distributor contacted dexcom on 5/23/2016 to report on behalf of patient an adverse event that occurred on (B)(6) 2016. The patient was working outside in his garden when he experienced severe hypoglycemia with loss of consciousness (around 5 or 6 pm). The patient's wife gave the patient glucose units until emergency doctor arrived. The doctor gave the patient glucose (40). When doctor verified patient's glucose after the injection, patient had a value of around 120mg/dl. It was indicated that at the time of the event, the patient was not receiving readings on their continuous glucose monitor (cgm). No additional event or patient information was provided.